Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted. The patients baseline rhythm was sinus rhythm and right bundle branch block. Immediately after the procedure, complete atrioventricular (av) heart block was observed. A pacemaker implant is scheduled for (B)(6) 2022. It is thought that the navitor stent frame touched the muscular septum and that might have induced heart block. There is no allegation of malfunction against the abbott device. No patient consequences were reported.

Manufacturer narrative:
An event of right bundle branch block and antrioventricular (av) heart block was reported. A returned device assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
N/a.